Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultramini enhanced meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at noon on (B)(6) 2017. The patient reported obtaining blood glucose readings of ¿8.4 mmol/l¿ with the subject meter and ¿5.5 mmol/l¿ on the other device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient informed the csr that she does not take any medication to manage her gestational diabetes. The patient claimed that on (B)(6) 2017 at 6:00 pm, she took less food and drink due to the alleged inaccuracy issue. The patient denied developing any symptoms and there was no report of any medical treatment/intervention received for an acute low blood glucose excursion as a result of the alleged inaccuracy issue. The patient claimed that her blood glucose was measured on another meter (I-health) at an unspecified time on (B)(6) 2017 and a result of ¿7.1 mmol/l¿ was obtained. At the time of troubleshooting, the csr confirmed the subject meter was set to the correct unit of measure setting and the test strips were in good condition. Csr determined that an approved sample site was used for testing and that the correct testing process was being followed. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did she receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ accuracy criteria and the alleged inaccuracy was not resolved during troubleshooting.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.